Event description:
The penile pump was removed and replaced with a new penile pump. There was a diagnosis of penile pain following the penile prosthesis implant. The pump was functioning properly according to the md and the sales representative. The sales rep sent the explant back to manufacturer.